Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant . Manufacturer¿s reference number: (B)(4)

Event description:
T was reported that a (B)(6) -year-old female patient who underwent augmentation procedure with mentor siltex gel 400 cc devices on (B)(6) 2000 experienced bilateral device rupture confirmed by MRI. The patient also has a left side seroma and experienced left side engorgement. The patient underwent seroma drainage previously, but seroma has reoccurred. The patient underwent alcl testing, which came back negative. The patient is undergoing revision procedure on (B)(6) 2018. (B)(4) is the reference for the left prosthesis, and (B)(4) is the reference for the right prosthesis.